Event description:
It was reported during an unknown procedure the 355sd did not make a clicking noise when attempting to arm. It is not known what trocar was used to complete the case. There was no consequence to the patient.